Event description:
A report was received that the patient underwent a additional lead implant procedure due to insufficient cover and pain relief but the lead could not be implanted. The patient will discuss the next course of action with the surgeon and try a surgical lead.